Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10, h11. Corrected sections: h6--health effect ¿ impact codes corrected from "2199" to "2645". The device was returned to the factory for evaluation on 04/29/2024. An investigation was conducted on 05/09/2024. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. A reference power cord was plugged into the power supply and the device was switched on. The green lights on the power supply did not turn on. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, hp2, cable, and power supply vh-3010 at level 3.0. The device did not pass the pre-cautery test. A engineer evaluation was conducted to test the voltage on june 3,2024. The following is manufacturing engineering's evaluation of the vh-3010, vasoview hemopro power supply complaint onetrack# (B)(4), which was returned for the reported failure of "failure to deliver energy'. Evaluation details: the complaint was confirmed by verifying the power supplies "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/-0.05 voe. Low current output: 4.0 amps dc+/- 0.05 amps dc. High current output: 6.0 amps dc +/- 0.05 amps dc. The complaint vasoview hemopro power supply was tested using a keysight multimeter model 34461a (bmram ID# (B)(4) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 0.00236 vdc (failed test). Low current output: 0.00001 amps dc (failed test). High current output: -0.00001 amps dc (failed test). The complaint vasoview hemopro power supply failed all three output tests confirming that this power supply is malfunctioning and unable to deliver energy. Additionally, it was observed during testing, that the led power-on indicator and led indicator light located next to extension cable connector were not illuminating which is not normal. See attached engineer evaluation memo. Based upon the received condition of the device, as well as the evaluation results, the reported failure "failure to deliver energy" was confirmed. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, t.w. Power supply green light did not illuminate when it was turned on during testing. Another power cord was tried, and no light came on. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.